Event description:
Pt was scheduled for cystoscopy, left and right ureteroscopy, retrogrades and lithotripsy. While doing the left ureteroscopy with the ureteroscope, the deflection control of the scope became inoperable. The tip of the scope was deflected 180 degrees in the pt's left ureter. Acmi was contacted and the product mgr assisted with problem solving. Multiple attempts were made to straighten and remove the scope including cutting the shaft off the scope. A laparotomy was performed to remove the scope shaft.

Event description:
Add'l info rec'd from MFR 8/2/02: in response to request final investigation results for the referenced incident. The methodologies used were the following; 1. Unaided visual examination. 2. Visual examination using 10x magnification. 3. X-ray photographs. In summary, MFR's conclusion was: the problem likely caused by shaft damage prior to start of case. MFR's records indicate item was sent to customer as a repair/exchange unit to replace aur-7, which was received in stamford 1/4/02 with a twisted shaft and damaged deflection (records on file).